Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm tip-up fenestrated grasper instrument; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that 8mm tip-up fenestrated grasper instrument was observed to have an unknown failure when it was opened out of box. There were no reports of patient involvement or patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the instrument was observed to have a broken or frayed wire.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.